Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that a malfunction alarm occurred. Customer¿s blood glucose ranged from 105 - 145mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.